Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure was unable to be confirmed due to the damage noted on the delivery catheter. The reported tear was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported tear and activation failure was likely due to circumstances of the procedure. It is likely that the noted damage (tear) to the delivery catheter pod occurred due to interaction with calcification during advancement causing the reported deployment failure. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This will be filed. It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the internal carotid artery. A 190cm emboshield nav6 embolic protection system (eps) was attempted to be deployed; however, completely failed to deploy, and subsequently following the eps removal the delivery catheter pod was noted to have ruptured [torn]. Therefore, another emboshield nav 6 was used and the procedure was continued. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.